Event description:
It was reported that the pt underwent a pump replacement due to "mechanical failure." The pt was "doing fine." The medications being delivered via the device were morphine at a concentration of 25 mg/day and a dosage of 7.27 mg/day and bupivicaine at a concentration of 2.5 mg/day and a dosage of 8.817 mg/day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4) - final device analysis of the pump revealed no anomaly found - normal device function. The pump passed all non-destructive testing. All logs and telemetry strips were reviewed and no reset, eri or safe state events were found. Final device analysis of the catheter revealed no significant anomalies - acceptable catheter testing. No anomaly was seen that would indicate any malfunction. Result - catheter.